Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter and the support catheter were allegedly stuck together and were allegedly difficult to remove from the patient resulting in a loss of access across the lesion. Reportedly, another recanalization catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/ microscopic inspection: the sample was returned. The crosser catheter was examined under microscopic magnification and the outer catheter was bunched at the location where it meets the distal tip of the sidekick angled tapered support catheter. The black taper lock-up marker could be seen outside the sidekick support catheter, indicating that the catheter had likely not been advanced further than the allowable distance. The crosser catheter was severely bunched near the distal tip. The outer catheter of the crosser was torn approximately 0.9cm from the distal tip. A complete break in the guidewire lumen was observed at the location of the tear and the guidewire lumen was protruding out the catheter. No other anomalies were observed to the catheter. The sidekick angled tapered support catheter was examined under microscopic magnification and the distal tip of the sheath was bunched, indicating retraction issues. No other anomalies were observed to the support catheter. Performance/functional evaluation: the crosser catheter was unable to be retracted from the sidekick support catheter, possibly due to the bunching of the catheters. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for retraction issues as the crosser catheter could not be removed from the sidekick angled tapered support catheter. The investigation is confirmed for torn material and a catheter break, as the outer catheter was torn and a complete break was present in the inner guidewire lumen. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser catheter 14p, 14s, or 18. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.